Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported occasional tags occurring at the six or seven o`clock position following lasik flap creation. Additional information received, the site reports no further issues since the system was serviced.

Manufacturer narrative:
During the onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse performed system verification, all test bed cuts and side cut completed without any noted issues and fse successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).